Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to kinked cannula leading to hyperglycemia. The blood glucose level was 734 mg/dl at the time of event and the patient got treated with a steroid medicine company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.